Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level exceeding 500 mg/dl, as the caller declined to answer specific questions about it. To address the issue, the customer decided to use multiple daily injections to ensure continuous insulin delivery, and technical support arranged to replace the pump.